Event description:
It was reported that customer observed small air bubbles in pigtail patient line between pump and t:lock during tubing fill process earlier in day. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by performing tubing fill step to push air out of line, and no additional information was received regarding further outcome of event.